Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device was blocked which led to an inaccurate amount of insulin delivery, resulting in elevated blood glucose levels. The customer had a high blood glucose level for three days. When her blood glucose level reached 305 mg/dl, she needed the support of her doctor to administer insulin with an insulin pen and make the necessary corrections.